Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors was identified with exposed material. Instrument was returned to intuitive surgical, inc. (Isi) for evaluation. Through follow up on (B)(6) 2025, customer confirmed there was no patient injury. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.